Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: device history record (DHR) review conducted: sterile part: 04.003.461s, sterile lot no: l583770, release to warehouse date:13 sep, 2017, expiry date: 01 sep, 2027, manufacturing site: werk selzach, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.003.461, non-sterile lot: l551492, manufacturing site: werk mezzovico, release to warehouse date: 06 sep, 2017. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from france reports an event as follows: it was reported that young patient underwent extraction of an expert lfn femur nail diam.11 l400mm (bore of 13 during installation) on (B)(6) 2023. Patient had been treated three years prior. During extraction, the nail was 15 cm outside the patient, when the nail became stuck. It was not possible to remove it or impact it in the femur. After several attempts, the team was were able to carry out the ablation. The difficulty of extraction seemed to be more complex because of the ¿biocompatible¿ titanium material, the double curvature of the nail, the groove which prevents the nail from turning and the quality of the young bone of very good quality. Procedure was completed with a delay of greater than ninety minutes. This report is for a 11mm ti lateral entry femoral recon nail-ex/400mm/lt-sterile. This is report 1 of 1 for (B)(4).